Manufacturer narrative:
The event occurred in portugal during patient treatment. It was reported that the flow bubble sensor alarmed for bubbles which stopped the hl20 pump. The customer repositioned the blood tubing and the pump did not stop again. No harm to any person has been reported.according to the instructions for use hl 20 (version 02, chapter 5.8 checklists) the user has to check that the monitoring modules trigger an intervention on the corresponding pump in the event of an alarm situation: bubble detection: function test. According to the instructions for use hl 20 (version 02, chapter 2.2.5 external devices) when the intervention is activated, the detection of bubbles by the bubble sensor causes the pump to stop. Micro bubbles smaller 5 mm can also cause the pump to stop. A getinge field service technician was onsite for investigation of the device on 2025-12-16. The fst could not reproduce the problem. The hl20 was checked for full functionality. No device problem was found. The most probable root cause of the event could not be established. The review of the non-conformities has been performed on 2025-12-18 for the period of 2017-04-08 to 2025-12-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-04-08. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the portugal market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043267.

Event description:
The event occurred in portugal during patient treatment. It was reported that the flow bubble sensor alarmed for bubbles which stopped the hl20 pump. No harm to any person has been reported. Since the pump stopped during patient treatment a report is required in USA. Complaint ID: (B)(4).